Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that the 8mm cadiere forceps have been returned and evaluated by the failure analysis (fa) team. Fa found a broken grip at tip of the grip base. A piece, approximately 0.21" x 0.63", was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Fa also found the instrument to have a frayed grip at the distal end.

Event description:
It was reported that during central processing, the cadiere forceps had bent tips. There was no report of patient involvement or no reported injury.